Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female ('chronic pelvic pain/ chronic pain') in a 32-year-old female patient who had essure (batch no. B72682-invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reinke's edema in 2017, knee sprain (bandage) on (B)(6) 2014, angiopathy on (B)(6) 2013, parity (gestational age: 37.5 weeks. Spontaneous onset.newborn at 12:55 am on (B)(6) 2013. Born: alive. Fetal sex: female. Weight: 2450 g. Apgar test: 9/9.) On (B)(6) 2013, vomiting (pregnant of 16 + 4 weeks attended the emergency room due to vomiting since the beginning of pregnancy .despite treatment with primeran and cariban, she reported food intolerance. She refers having lost 8 kg of weight.) On (B)(6) 2013, hyperemesis gravidarum on (B)(6) 2013, metrorrhagia on (B)(6) 2013, spotting vaginal (B)(6) 2013, paresthesia of limbs (she was referred to neurology) in 2010, adenoidectomy, breast prosthesis implantation, vocal cord polypectomy, nephrolithiasis ("stones¿ without nephritic colics), fibrocystic breast disease, anxiety (crises in 2007, 2008 and 2011), fibrocystic breast disease, gravida ii, hypogastric pain (dysmenorrheic-type pain in the hypogastrium for 7 days of mild intensity, she did not take analgesicc.), smoker (5 cigarettes /day) and abortion (voluntary termination of pregnancy). No relevant family diseases, no known allergies. Previously administered products included for right knee sprain: neobrufen on (B)(6) 2014; for hyperemesis gravidarum: primperan on (B)(6) 2013; for an unreported indication: cariban on (B)(6) 2013, ranitidine on (B)(6) 2013 and primeran on (B)(6) 2013. Family history included ovarian cancer (maternal grandmother) and breast cancer (first cousin of her mother). Concomitant products included ethinylestradiol;levonorgestrel (loette) until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia greater than her period since the hysterosalpingography was performed"), 7 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced odynophagia ("odynophagia") and pyrexia ("fever of up to 38.9 ºc"). On (B)(6) 2015, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2015, the patient experienced painful lymphadenopathy ("painful cervical adenopathy"). On (B)(6) 2016, the patient experienced breast mass ("nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm.") And regional lymphadenopathy ("6mm adenopathy in the upper external quadrant of the right breast.") And was found to have fibroadenoma of breast ("retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area"). On (B)(6) 2017, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2018, the patient experienced arthralgia ("osteoarticular pain / right gonalgia") and bronchitis ("acute bronchitis"). On (B)(6) 2018, the patient experienced headache ("intense headaches / severe headaches / headache") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2019, the patient experienced pneumonia mycoplasmal ("mycoplasma pneumoniae") and cytomegalovirus infection ("cytomegalovirus"). On (B)(6) 2019, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain female (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("stronger dysmenorrhoea"), menstruation irregular ("menstrual irregularities"), abdominal distension ("bloating"), fibromyalgia ("moderate-severe fibromyalgia, resistant to treatment with analgesics") with pain, musculoskeletal pain, asthenia and anxiety, alopecia ("hair loss"), tooth loss ("tooth loss"), tooth erosion ("tooth erosion"), chronic fatigue syndrome ("chronic fatigue syndrome, moderate-severe") with mental impairment, depression ("moderate depressive episode"), swelling ("swelling"), fatigue ("fatigue / chronic fatigue"), somnolence ("sleepiness"), adenomyosis ("adenomyosis of the uterus"), uterine cervical metaplasia ("squamous metaplasia of the cervix"), disturbance in attention ("difficulties concentrating") and insomnia ("difficulties maintaining sleep"). The patient was hospitalized on (B)(6) 2018. The patient was treated with amitriptyline, amitriptyline pamoate (tryptizol), amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), amoxicillin;clavulanic acid (augmentin), analgesics, azithromycin, bromazepam (lexatin), budesonide, cetirizine, dexketoprofen, duloxetine, gabapentin, ibuprofen, lorazepam, lorazepam (orfidal), metamizole, metamizole magnesium (nolotil), metoclopramide, metoclopramide hydrochloride (primperan), mirtazapine, naproxen, omeprazole, paracetamol, paracetamol;tramadol hydrochloride (zaldiar), prednisone, pregabalin, pregabalin (lyrica), salbutamol, sulpiride, vitamins nos and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain female, genital haemorrhage, dysmenorrhoea, menstruation irregular, abdominal distension, headache, alopecia, tooth loss, tooth erosion, swelling, somnolence, intermenstrual bleeding, adenomyosis, uterine cervical metaplasia, odynophagia, pyrexia, oropharyngeal pain, painful lymphadenopathy, breast mass, fibroadenoma of breast, regional lymphadenopathy, cough, chest pain, bronchitis, pelvic pain, pneumonia mycoplasmal, cytomegalovirus infection and dizziness outcome was unknown and the fibromyalgia, chronic fatigue syndrome, depression, fatigue, arthralgia, disturbance in attention and insomnia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, breast mass, bronchitis, chest pain, chronic fatigue syndrome, cough, cytomegalovirus infection, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, fibroadenoma of breast, fibromyalgia, genital haemorrhage, headache, insomnia, intermenstrual bleeding, menstruation irregular, odynophagia, oropharyngeal pain, painful lymphadenopathy, pelvic pain, pneumonia mycoplasmal, pyrexia, somnolence, swelling, tooth erosion, tooth loss, uterine cervical metaplasia, pelvic pain female and regional lymphadenopathy to be related to essure. The reporter commented: essure was placed without difficulty. On (B)(6) 2018 a hysterectomy and double salpingectomy (withdrawal of essure) were performed by laparoscopy, patient was discharged on (B)(6) 2018 in status fine, afebrile, and normotensive, no abdominal pain, no bleeding, wounds unremarkable. Generalized pain difficult to improve in spite of hysterectomy + salpingectomy, medical assessment: fibromyalgia. Exams on (B)(6) 2018, arterial blood ph 7.47 (7.35-7.45),po2 arterial blood 12.2 mmhg (83.0-108.0), pco2 arterial blood 53.2 mmhg (32.0-45.0), o2 content total art blood 3.5 ml / dl (15.8-19.9), saturation o2 art blood 16.2 % (95.0-99.0), art oxyhemoglobin fraction 15.2 % (94.0-98.0) art deoxyhemoglobin fraction 78.9 % (0.0-5.0), carboxyhemoglobin fraction 5.0 % (0.5-1.5), total co2 concentration art blood 34.4 mmol / l (22.0-29.0), arterial blood bicarbonate 38.8 mmol / l (22.0-26.0), std bicarbonate arterial blood 33.8 mmol / l (22.0-26.0), base excess 12.5 mmol / l (-2.0-2.0), excess of standard bases 15.2 mmol / l (-2.0-2.0).on (B)(6) 2019 she refers lump in genitals, physician examination : normal genitalia, normal vaginal vault, no dehiscences. Vaginal vault genital prolapse is not observed. On (B)(6) 2019, bilateral breast prosthesis, solid 14 x 5 mm nodule at the junction of the outer quadrants of the right breast. Birads3. On (B)(6) 2019 abscessed follicle in the labia majora, treatment enantyum 25mg every 8h for 5 days, cloxacillin 500mg every 6h for 7 days. On (B)(6) 2019 vulva with inflammatory disorders 616.9. - folliculitis in the right labia majora. On (B)(6) 2019, perianal volume increase of about 3cm in diameter, in the right anterior quadrant, treatment drainage. On (B)(6) 2019 grade I-ii vaginal vault prolapse, symptomatic grade I-ii cystocele. (B)(6) 2020 mastalgia, birads3. On (B)(6) 2020 breast prótese rupture, birads 2. On (B)(6) 202, bird3 after replacement prosthesis in (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on (B)(6) 2019: m. Pneumoniae igg (eia positive 1.51 index (pos>1). Blood chloride (98.8 - 107.0 mmol/l) - on (B)(6) 2018: 92.0 mmol/l; on (B)(6) 2019: 98.0 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2018: 1.10 mg/dl. Blood fibrinogen (150 - 450 mg/dl) - on (B)(6) 2018: 599 mg/dl. Blood magnesium (1.80 - 2.40 mg/dl) - on (B)(6) 2018: 1.79 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2018: 7.47 ph. Blood potassium (3.50 - 5.10 mmol/l) - on (B)(6) 2018: 3.20 mmol/l; on (B)(6) 2018: 3.3 mmol/l. Blood uric acid (2.3 - 6.6 mg/dl) - on (B)(6) 2019: 6.9 mg/dl. C-reactive protein (0.0 - 3.0 mg/l) - on (B)(6) 2018: 57.2 mg/l. Cytomegalovirus test - on (B)(6) 2019: cmv igg positive. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2019: 39 iu/l. Gynaecological examination - on (B)(6) 2014: no allergies, normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2015: metrorrhagia greater than her period since the hysterosalpingography was performed. Normal examination; on (B)(6) 2016: normal gynecological and mammary examinations; on (B)(6) 2018: preoperative analysis, with results that do not contraindicate surgery for essure removal. The patient has no known allergies. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2018: 45.8 %; on (B)(6) 2019: 47.0 %; on (B)(6) 2018: 49.7 %. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2018: 15.8 g/dl; on (B)(6) 2018: 16.2 g/dl. Human herpes virus 6 serology - on (B)(6) 2019: doubtful 1/160. Hysterosalpingogram - on (B)(6) 2015: essure was in correct placement. Hysteroscopy - on (B)(6) 2014: normal vaginoscopy. Normal endocervical canal. Regular uterine cavity with proliferative endometrium, no focal lesions or signs of hyperplasia or atypical vascularization. Essure: without incident right ostium: 3 coils are left in the cavity. Left ostium: 5 spirals are left in the cavity. Ultrasound: right 3 left 2 + 3. Infectious mononucleosis - on (B)(6) 2019: vca igm not applicable, ebna igg positive. Investigation - on (B)(6) 2019: infectious, immunologic, endocrinologic, underlying diseases, etc. And associated pathologies are all ruled out (fibromyalgia is an exclusion diagnosis). Lymphocyte count (22.0 - 44.0 10 3/ul) - on (B)(6) 2018: 12.0 10 3/ul. Lymphocyte percentage (1.10 - 4.50 %) - on (B)(6) 2018: 1.77 %. Mean cell haemoglobin (27.0 - 33.5 pg) - on (B)(6) 2018: 34.7 pg. Mean cell volume (80.0 - 99.0 fl) - on (B)(6) 2018: 100 fl. Neutrophil count (42.0 - 77.0 10 3/ul) - on (B)(6) 2018: 78.0 10 3/ul. Neutrophil percentage (1.5 - 7.7 %) - on (B)(6) 2018: 11.50 %. Pathology test - on (B)(6) 2018: tubes did not show visible macroscopic alterations. In the tubal cuts, a metallic wire is identified inside. Macroscopic description, a 9 x5 x3.5 cm hysterectomy piece was received weighing 102 gr. The left uterine tube measures 8 cm and the right uterine tube measures 8 cm, externally, the external cervical orifice is torn and the surface of the uterine body does not show visible macroscopic alterations. Upon opening, the endocervical and endometrial cavity are free. On section, the myometrium measures 16 mm and the endometrium 4 mm. In the cuts of the tubes, a metallic wire is identified inside. Block: 1 wall of endocervix; 2 body wall: 3 posterior wall of cervix; 4 back wall of the body; 5 ; left uterine tube; 6 right uterine tube. (6b / lp). Diagnosis: secretory endometrium. Adenomyosis of the uterus. Squamous metaplasia of the cervix. Uterine tubes without significant histological lesions. Ultrasound breast - on (B)(6) 2016: hyperechogenic breasts with images of sub-centimetric ductal cystic dilations, and a mixed-type pseudo-nodular area in the left breast, with benign characteristics, also in probable relationship, either with a cyst with solid content or a fibrous mastopathic plaque of a mixed type. Adenopathy in both axillary regions with nonspecific characteristics. To be assessed clinically. Reexploration: nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm. Both looking benign. 6mm adenopathy in the upper external quadrant of the right breast. Retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area (stable). Ultrasound scan - on (B)(6) 2018: no renal pelvic dilation, no free fluid. Ultrasound scan vagina - on (B)(6) 2014: a control ultrasound was performed: uterus in anteflexion with longitudinal 73mm, transverse 49mm 67.4 cm3. Endometrial visualization with right device for tubal occlusion in position 3 and left device in position 2.3, the rest is normal; on (B)(6) 2015: echo: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglasecho: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglas; on (B)(6) 2016: uterus in anteflexion, regular with an eco negative formation of 0.8mm suggestive of mucous secretion; on (B)(6) 2018: regular uterus in anteversion, trilaminar endometrium. Ovaries are normal, no pathologies in uterine attachments. No free fluids. Essure devices are normally inserted; in (B)(6) 2018: uterus in anteversion. Right-side device causing tubal occlusion in positions 1, 2, 3; and left-side device in positions 2,3. Right ovary of normal morphology and of 24 x 11 mm. Left ovary of 25 x 20 mm and of normal morphology; in september 2018: uterus in anteflexion. Right tubal occlusion device in position 2, 3. Right ovary: normal morphology, 24x11mm. Ovary of 25x20mm, of normal morphology. White blood cell count (3.9 - 10.2 10 3/ul) - on (B)(6) 2018: 14.7 10 3/ul. This lot number b72682 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated other treatment products, concentration impairment, difficulty sleeping , outcome updated to not recovered/not resolved - fatigue, chronic fatigue syndrome. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reinke's edema in 2017, adenoidectomy, breast prosthesis implantation, vocal cord polypectomy, nephrolithiasis ("stones¿ without nephritic colics) and fibrocystic breast disease. No relevant family diseases, no known allergies. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("stronger dysmenorrhoea "), menstruation irregular ("menstrual irregularities"), abdominal distension ("bloating"), headache ("intense headaches"), fibromyalgia ("moderate-severe fibromyalgia, resistant to treatment with analgesics") with pain, musculoskeletal pain and asthenia, alopecia ("hair loss"), tooth loss ("tooth loss"), tooth erosion ("tooth erosion"), chronic fatigue syndrome ("chronic fatigue syndrome, moderate-severe") with mental impairment and depression ("moderate depressive episode"). The patient was hospitalized from (B)(6)-2018 to (B)(6)2018. The patient was treated with analgesics, duloxetine, lorazepam, pregabalin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, abdominal distension, headache, alopecia, tooth loss, tooth erosion, chronic fatigue syndrome and depression outcome was unknown and the fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, chronic fatigue syndrome, depression, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, menstruation irregular, pelvic pain, tooth erosion and tooth loss to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient was discharged on (B)(6)2018 in status fine, afebrile, and normotensive, no abdominal pain, no bleeding, wounds unremarkable. Generalized pain difficult to improve in spite of hysterectomy + salpingectomy, medical assessment: fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6)2019: infectious, immunologic, endocrinologic, underlying diseases, etc. And associated pathologies are all ruled out (fibromyalgia is an exclusion diagnosis). Ultrasound scan vagina - in(B)(6)2018: uterus in anteversion. Right-side device causing tubal occlusion in positions 1, 2, 3; and left-side device in positions 2,3. Right ovary of normal morphology and of 24 x 11 mm. Left ovary of 25 x 20 mm and of normal morphology; on (B)(6)2018: regular uterus in anteversion, trilaminar endometrium. Ovaries are normal, no pathologies in uterine attachments. No free fluids. Essure devices are normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female ('chronic pelvic pain/ chronic pain') in a 32-year-old female patient who had essure (batch no. B72682-invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reinke's edema in 2017, knee sprain (bandage) on (B)(6) 2014, angiopathy on (B)(6) 2013, parity (gestational age: 37.5 weeks. Spontaneous onset. Newborn at 12:55 am on (B)(6) 2013. Born: alive. Fetal sex: female. Weight: 2450 g. Apgar test: 9/9.) On (B)(6) 2013, vomiting (pregnant of 16 + 4 weeks attended the emergency room due to vomiting since the beginning of pregnancy. Despite treatment with primeran and cariban, she reported food intolerance. She refers having lost 8 kg of weight.) On (B)(6) 2013, hyperemesis gravidarum on (B)(6) 2013, metrorrhagia on (B)(6) 2013, spotting vaginal from (B)(6) 2013, paresthesia of limbs (she was referred to neurology) in 2010, adenoidectomy, breast prosthesis implantation, vocal cord polypectomy, nephrolithiasis ("stones¿ without nephritic colics), fibrocystic breast disease, anxiety (crises in 2007, 2008 and 2011), fibrocystic breast disease, gravida ii, hypogastric pain (dysmenorrheic-type pain in the hypogastrium for 7 days of mild intensity, she did not take analgesic.), smoker (5 cigarettes /day) and abortion (voluntary termination of pregnancy). No relevant family diseases, no known allergies. Previously administered products included for right knee sprain: neobrufen on (B)(6) 2014; for hyperemesis gravidarum: primperan on (B)(6) 2013; for an unreported indication: cariban on (B)(6) 2013, ranitidine on primperan 2013 and primeran on primperan 2013. Family history included ovarian cancer (maternal grandmother) and breast cancer (first cousin of her mother). Concomitant products included ethinylestradiol;levonorgestrel (loette) until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia greater than her period since the hysterosalpingography was performed"), 7 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced odynophagia ("odynophagia") and pyrexia ("fever of up to 38.9 ºc"). On (B)(6) 2015, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2015, the patient experienced painful lymphadenopathy ("painful cervical adenopathy"). On (B)(6) 2016, the patient experienced breast mass ("nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm.") And regional lymphadenopathy ("6mm adenopathy in the upper external quadrant of the right breast.") And was found to have fibroadenoma of breast ("retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area"). On (B)(6) 2017, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2018, the patient experienced arthralgia ("osteoarticular pain / right gonalgia") and bronchitis ("acute bronchitis"). On (B)(6) 2018, the patient experienced headache ("intense headaches / severe headaches / headache") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2019, the patient experienced pneumonia mycoplasmal ("mycoplasma pneumoniae") and cytomegalovirus infection ("cytomegalovirus"). On (B)(6) 2019, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain female (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("stronger dysmenorrhoea "), menstruation irregular ("menstrual irregularities"), abdominal distension ("bloating"), fibromyalgia ("moderate-severe fibromyalgia, resistant to treatment with analgesics") with pain, musculoskeletal pain, asthenia and anxiety, alopecia ("hair loss"), tooth loss ("tooth loss"), tooth erosion ("tooth erosion"), chronic fatigue syndrome ("chronic fatigue syndrome, moderate-severe") with mental impairment, depression ("moderate depressive episode"), swelling ("swelling"), fatigue ("fatigue / chronic fatigue"), somnolence ("sleepiness"), adenomyosis ("adenomyosis of the uterus") and uterine cervical metaplasia ("squamous metaplasia of the cervix"). The patient was hospitalized from (B)(6)2018. The patient was treated with amitriptyline, amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), amoxicillin;clavulanic acid (augmentin), analgesics, azithromycin, bromazepam (lexatin), budesonide, cetirizine, dexketoprofen, duloxetine, gabapentin, ibuprofen, lorazepam, lorazepam (orfidal), metamizole, metamizole magnesium (nolotil), metoclopramide, mirtazapine, omeprazole, paracetamol, paracetamol;tramadol hydrochloride (zaldiar), prednisone, pregabalin, pregabalin (lyrica), salbutamol, sulpiride, vitamins nos and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain female, genital haemorrhage, dysmenorrhoea, menstruation irregular, abdominal distension, headache, alopecia, tooth loss, tooth erosion, chronic fatigue syndrome, swelling, fatigue, somnolence, metrorrhagia, adenomyosis, uterine cervical metaplasia, odynophagia, pyrexia, oropharyngeal pain, painful lymphadenopathy, breast mass, fibroadenoma of breast, regional lymphadenopathy, cough, chest pain, bronchitis, pelvic pain, pneumonia mycoplasmal, cytomegalovirus infection and dizziness outcome was unknown and the fibromyalgia, depression and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, breast mass, bronchitis, chest pain, chronic fatigue syndrome, cough, cytomegalovirus infection, depression, dizziness, dysmenorrhoea, fatigue, fibroadenoma of breast, fibromyalgia, genital haemorrhage, headache, menstruation irregular, metrorrhagia, odynophagia, oropharyngeal pain, painful lymphadenopathy, pelvic pain, pneumonia mycoplasmal, pyrexia, somnolence, swelling, tooth erosion, tooth loss, uterine cervical metaplasia, pelvic pain female and regional lymphadenopathy to be related to essure. The reporter commented: essure was placed without difficulty. On (B)(6) 2018 a hysterectomy and double salpingectomy (withdrawal of essure) were performed by laparoscopy, patient was discharged on (B)(6) 2018 in status fine, afebrile, and normotensive, no abdominal pain, no bleeding, wounds unremarkable. Generalized pain difficult to improve in spite of hysterectomy + salpingectomy, medical assessment: fibromyalgia. Exams on (B)(6) 2018: arterial blood ph 7.47 * (7.35-7.45), po2 arterial blood 12.2 * mmhg (83.0-108.0), pco2 arterial blood 53.2 * mmhg (32.0-45.0), o2 content total art blood 3.5 * ml / dl (15.8-19.9), saturation o2 art blood 16.2 * % (95.0-99.0), art oxyhemoglobin fraction 15.2 * % (94.0-98.0), art deoxyhemoglobin fraction 78.9 * % (0.0-5.0), carboxyhemoglobin fraction 5.0 * % (0.5-1.5), total co2 concentration art blood 34.4 * mmol / l (22.0-29.0), arterial blood bicarbonate 38.8 * mmol / l (22.0-26.0), std bicarbonate arterial blood 33.8 * mmol / l (22.0-26.0), base excess 12.5 * mmol / l (-2.0-2.0), excess of standard bases 15.2 * mmol / l (-2.0-2.0) . Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on (B)(6) 2019: m. Pneumoniae igg (eia positive 1.51 index (pos>1). Blood chloride (98.8 - 107.0 mmol/l) - on (B)(6) 2018: 92.0 mmol/l; on (B)(6) 2019: 98.0 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2018: 1.10 mg/dl. Blood fibrinogen (150 - 450 mg/dl) - on (B)(6) 2018: 599 mg/dl. Blood magnesium (1.80 - 2.40 mg/dl) - on (B)(6) 2018: 1.79 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2018: 7.47 ph. Blood potassium (3.50 - 5.10 mmol/l) - on (B)(6) 2018: 3.20 mmol/l; on (B)(6) 2018: 3.3 mmol/l. Blood uric acid (2.3 - 6.6 mg/dl) - on (B)(6) 2019: 6.9 mg/dl. C-reactive protein (0.0 - 3.0 mg/l) - on (B)(6)2018: 57.2 mg/l. Cytomegalovirus test - on (B)(6) 2019: cmv igg positive. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2019: 39 iu/l. Gynaecological examination - on (B)(6) 2014: no allergies, normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2015: metrorrhagia greater than her period since the hysterosalpingography was performed. Normal examination; on (B)(6) 2016: normal gynecological and mammary examinations; on (B)(6) 2018: preoperative analysis, with results that do not contraindicate surgery for essure removal. The patient has no known allergies. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2018: 45.8 %; on (B)(6) 2019: 47.0 %; on (B)(6) 2018: 49.7 %. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6)2018: 15.8 g/dl; on (B)(6) : 16.2 g/dl. Human herpes virus 6 serology - on (B)(6) 2019: doubtful 1/160. Hysterosalpingogram - on (B)(6) 2015: essure was in correct placement. Hysteroscopy - on (B)(6) 2014: normal vaginoscopy. Normal endocervical canal. Regular uterine cavity with proliferative endometrium, no focal lesions or signs of hyperplasia or atypical vascularization. Essure: without incident right ostium: 3 coils are left in the cavity. Left ostium: 5 spirals are left in the cavity. Ultrasound: right 3 left 2 + 3. Infectious mononucleosis - on (B)(6) 2019: vca igm not applicable, ebna igg positive. Investigation - on (B)(6) 2019: infectious, immunologic, endocrinologic, underlying diseases, etc. And associated pathologies are all ruled out (fibromyalgia is an exclusion diagnosis). Lymphocyte count (22.0 - 44.0 10*3/ul) - on (B)(6) 2018: 12.0 10*3/ul. Lymphocyte percentage (1.10 - 4.50 %) - on (B)(6) 2018: 1.77 %. Mean cell haemoglobin (27.0 - 33.5 pg) - on (B)(6) 2018: 34.7 pg. Mean cell volume (80.0 - 99.0 fl) - on (B)(6) 2018: 100 fl. Neutrophil count (42.0 - 77.0 10*3/ul) - on (B)(6) 2018: 78.0 10*3/ul. Neutrophil percentage (1.5 - 7.7 %) - on (B)(6) 2018: 11.50 %. Pathology test - on (B)(6) 2018: tubes did not show visible macroscopic alterations. In the tubal cuts, a metallic wire is identified inside. Macroscopic description, a 9 x5 x3.5 cm hysterectomy piece was received weighing 102 gr. The left uterine tube measures 8 cm and the right uterine tube measures 8 cm, externally, the external cervical orifice is torn and the surface of the uterine body does not show visible macroscopic alterations. Upon opening, the endocervical and endometrial cavity are free. On section, the myometrium measures 16 mm and the endometrium 4 mm. In the cuts of the tubes, a metallic wire is identified inside. Block: 1 wall of endocervix; 2 body wall: 3 posterior wall of cervix; 4 back wall of the body; 5 ; left uterine tube; 6 right uterine tube. (6b / lp). Diagnosis: secretory endometrium. Adenomyosis of the uterus. Squamous metaplasia of the cervix. Uterine tubes without significant histological lesions. Ultrasound breast - on (B)(6) 2016: hyperechogenic breasts with images of sub-centimetric ductal cystic dilations, and a mixed-type pseudo-nodular area in the left breast, with benign characteristics, also in probable relationship, either with a cyst with solid content or a fibrous mastopathic plaque of a mixed type. Adenopathy in both axillary regions with nonspecific characteristics. To be assessed clinically. Reexploration: nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm. Both looking benign. 6mm adenopathy in the upper external quadrant of the right breast. Retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area (stable). Ultrasound scan - on (B)(6) 2018: no renal pelvic dilation, no free fluid. Ultrasound scan vagina - on (B)(6) 2014: a control ultrasound was performed: uterus in anteflexion with longitudinal 73mm, transverse 49mm 67.4 cm3. Endometrial visualization with right device for tubal occlusion in position 3 and left device in position 2.3, the rest is normal; on (B)(6) 2015: echo: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglasecho: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglas; on (B)(6) 2016: uterus in anteflexion, regular with an eco negative formation of 0.8mm suggestive of mucous secretion; on (B)(6) 2018: regular uterus in anteversion, trilaminar endometrium. Ovaries are normal, no pathologies in uterine attachments. No free fluids. Essure devices are normally inserted; in (B)(6) 2018: uterus in anteversion. Right-side device causing tubal occlusion in positions 1, 2, 3; and left-side device in positions 2,3. Right ovary of normal morphology and of 24 x 11 mm. Left ovary of 25 x 20 mm and of normal morphology; in (B)(6) 2018: uterus in anteflexion. Right tubal occlusion device in position 2, 3. Right ovary: normal morphology, 24x11mm. Ovary of 25x20mm, of normal morphology. White blood cell count (3.9 - 10.2 10*3/ul) - on 10-jun-2018: 14.7 10*3/ul. This lot number b72682 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female ('chronic pelvic pain/ chronic pain') in a 32-year-old female patient who had essure (batch no. B72682) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reinke's edema in 2017, knee sprain (bandage) on (B)(6) 2014, angiopathy on (B)(6) 2013, parity (gestational age: 37.5 weeks. Spontaneous onset.newborn at 12:55 am on (B)(6) 2013. Born: alive. Fetal sex: female. Weight: 2450 g. Apgar test: 9/9.) On (B)(6) 2013, vomiting (pregnant of 16 + 4 weeks attended the emergency room due to vomiting since the beginning of pregnancy .despite treatment with primeran and cariban, she reported food intolerance. She refers having lost 8 kg of weight.) On (B)(6) 2013, hyperemesis gravidarum on (B)(6) 2013, metrorrhagia on (B)(6) 2013, spotting vaginal from (B)(6) 2013, paresthesia of limbs (she was was referred to neurology) in 2010, adenoidectomy, breast prosthesis implantation, vocal cord polypectomy, nephrolithiasis ("stones¿ without nephritic colics), fibrocystic breast disease, anxiety (crises in 2007, 2008 and 2011), fibrocystic breast disease, gravida ii, hypogastric pain (dysmenorrheic-type pain in the hypogastrium for 7 days of mild intensity, she did not take analgesicc.), smoker (5 cigarettes /day) and abortion (voluntary termination of pregnancy). No relevant family diseases, no known allergies. Previously administered products included for right knee sprain: neobrufen on (B)(6) 2014; for hyperemesis gravidarum: primperan on (B)(6) 2013; for an unreported indication: cariban on (B)(6) 2013, ranitidine on (B)(6) 2013 and primeran on (B)(6) 2013. Family history included ovarian cancer (maternal grandmother) and breast cancer (first cousin of her mother). Concomitant products included ethinylestradiol;levonorgestrel (loette) until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia greater than her period since the hysterosalpingography was performed"), 7 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced odynophagia ("odynophagia") and pyrexia ("fever of up to 38.9 ºc"). On (B)(6) 2015, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2015, the patient experienced painful lymphadenopathy ("painful cervical adenopathy"). On (B)(6) 2016, the patient experienced breast mass ("nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm.") And regional lymphadenopathy ("6mm adenopathy in the upper external quadrant of the right breast.") And was found to have fibroadenoma of breast ("retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area"). On (B)(6) 2017, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2018, the patient experienced arthralgia ("osteoarticular pain / right gonalgia") and bronchitis ("acute bronchitis"). On (B)(6) 2018, the patient experienced headache ("intense headaches / severe headaches / headache") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2019, the patient experienced pneumonia mycoplasmal ("mycoplasma pneumoniae") and cytomegalovirus infection ("cytomegalovirus"). On (B)(6) 2019, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain female (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("stronger dysmenorrhoea "), menstruation irregular ("menstrual irregularities"), abdominal distension ("bloating"), fibromyalgia ("moderate-severe fibromyalgia, resistant to treatment with analgesics") with pain, musculoskeletal pain, asthenia and anxiety, alopecia ("hair loss"), tooth loss ("tooth loss"), tooth erosion ("tooth erosion"), chronic fatigue syndrome ("chronic fatigue syndrome, moderate-severe") with mental impairment, depression ("moderate depressive episode"), swelling ("swelling"), fatigue ("fatigue / chronic fatigue"), somnolence ("sleepiness"), adenomyosis ("adenomyosis of the uterus") and uterine cervical metaplasia ("squamous metaplasia of the cervix"). The patient was hospitalized from (B)(6) 2018. The patient was treated with amitriptyline, amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), amoxicillin;clavulanic acid (augmentin), analgesics, azithromycin, bromazepam (lexatin), budesonide, cetirizine, dexketoprofen, duloxetine, gabapentin, ibuprofen, lorazepam, lorazepam (orfidal), metamizole, metamizole magnesium (nolotil), metoclopramide, mirtazapine, omeprazole, paracetamol, paracetamol;tramadol hydrochloride (zaldiar), prednisone, pregabalin, pregabalin (lyrica), salbutamol, sulpiride, vitamins nos and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain female, genital haemorrhage, dysmenorrhoea, menstruation irregular, abdominal distension, headache, alopecia, tooth loss, tooth erosion, chronic fatigue syndrome, swelling, fatigue, somnolence, metrorrhagia, adenomyosis, uterine cervical metaplasia, odynophagia, pyrexia, oropharyngeal pain, painful lymphadenopathy, breast mass, fibroadenoma of breast, regional lymphadenopathy, cough, chest pain, bronchitis, pelvic pain, pneumonia mycoplasmal, cytomegalovirus infection and dizziness outcome was unknown and the fibromyalgia, depression and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, breast mass, bronchitis, chest pain, chronic fatigue syndrome, cough, cytomegalovirus infection, depression, dizziness, dysmenorrhoea, fatigue, fibroadenoma of breast, fibromyalgia, genital haemorrhage, headache, menstruation irregular, metrorrhagia, odynophagia, oropharyngeal pain, painful lymphadenopathy, pelvic pain, pneumonia mycoplasmal, pyrexia, somnolence, swelling, tooth erosion, tooth loss, uterine cervical metaplasia, pelvic pain female and regional lymphadenopathy to be related to essure. The reporter commented: essure was placed without difficulty. On (B)(6) 2018 a hysterectomy and double salpingectomy (withdrawal of essure) were performed by laparoscopy, patient was discharged on (B)(6) 2018 in status fine, afebrile, and normotensive, no abdominal pain, no bleeding, wounds unremarkable. Generalized pain difficult to improve in spite of hysterectomy + salpingectomy, medical assessment: fibromyalgia. Exams on (B)(6) 2018. Arterial blood ph 7.47 * (7.35-7.45). Po2 arterial blood 12.2 * mmhg (83.0-108.0). Pco2 arterial blood 53.2 * mmhg (32.0-45.0). O2 content total art blood 3.5 * ml / dl (15.8-19.9). Saturation o2 art blood 16.2 * % (95.0-99.0). Art oxyhemoglobin fraction 15.2 * % (94.0-98.0). Art deoxyhemoglobin fraction 78.9 * % (0.0-5.0). Carboxyhemoglobin fraction 5.0 * % (0.5-1.5). Total co2 concentration art blood 34.4 * mmol / l (22.0-29.0). Arterial blood bicarbonate 38.8 * mmol / l (22.0-26.0). Std bicarbonate arterial blood 33.8 * mmol / l (22.0-26.0). Base excess 12.5 * mmol / l (-2.0-2.0). Excess of standard bases 15.2 * mmol / l (-2.0-2.0). Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on (B)(6) 2019: m. Pneumoniae igg (eia positive 1.51 index (pos>1). Blood chloride (98.8 - 107.0 mmol/l) - on (B)(6) 2018: 92.0 mmol/l; on (B)(6) 2019: 98.0 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2018: 1.10 mg/dl. Blood fibrinogen (150 - 450 mg/dl) - on (B)(6) 2018: 599 mg/dl. Blood magnesium (1.80 - 2.40 mg/dl) - on (B)(6) 2018: 1.79 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2018: 7.47 ph. Blood potassium (3.50 - 5.10 mmol/l) - on (B)(6) 2018: 3.20 mmol/l; on (B)(6) 2018: 3.3 mmol/l. Blood uric acid (2.3 - 6.6 mg/dl) - on(B)(6) 2019: 6.9 mg/dl. C-reactive protein (0.0 - 3.0 mg/l) - on (B)(6) 2018: 57.2 mg/l. Cytomegalovirus test - on (B)(6) 2019: cmv igg positive. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2019: 39 iu/l. Gynaecological examination - on (B)(6) 2014: no allergies, normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2015: metrorrhagia greater than her period since the hysterosalpingography was performed. Normal examination; on (B)(6) 2016: normal gynecological and mammary examinations; on (B)(6) 2018: preoperative analysis, with results that do not contraindicate surgery for essure removal. The patient has no known allergies. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2018: 45.8 %; on (B)(6) 2019: 47.0 %; on (B)(6) 2018: 49.7 %. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2018: 15.8 g/dl; on (B)(6) 2018: 16.2 g/dl. Human herpes virus 6 serology - on (B)(6) 2019: doubtful 1/160. Hysterosalpingogram - on (B)(6) 2015: essure was in correct placement. Hysteroscopy - on (B)(6) 2014: normal vaginoscopy. Normal endocervical canal. Regular uterine cavity with proliferative endometrium, no focal lesions or signs of hyperplasia or atypical vascularization. Essure: without incident right ostium: 3 coils are left in the cavity. Left ostium: 5 spirals are left in the cavity. Ultrasound: right 3 left 2 + 3. Infectious mononucleosis - on (B)(6) 2019: vca igm not applicable, ebna igg positive. Investigation - on (B)(6) 2019: infectious, immunologic, endocrinologic, underlying diseases, etc. And associated pathologies are all ruled out (fibromyalgia is an exclusion diagnosis). Lymphocyte count (22.0 - 44.0 10*3/ul) - on (B)(6) 2018: 12.0 10*3/ul. Lymphocyte percentage (1.10 - 4.50 %) - on (B)(6) 2018: 1.77 %. Mean cell haemoglobin (27.0 - 33.5 pg) - on (B)(6) 2018: 34.7 pg. Mean cell volume (80.0 - 99.0 fl) - on (B)(6) 2018: 100 fl. Neutrophil count (42.0 - 77.0 10*3/ul) - on (B)(6) 2018: 78.0 10*3/ul. Neutrophil percentage (1.5 - 7.7 %) - on (B)(6) 2018: 11.50 %. Pathology test - on (B)(6) 2018: tubes did not show visible macroscopic alterations. In the tubal cuts, a metallic wire is identified inside. Macroscopic description, a 9 x5 x3.5 cm hysterectomy piece was received weighing 102 gr. The left uterine tube measures 8 cm and the right uterine tube measures 8 cm, externally, the external cervical orifice is torn and the surface of the uterine body does not show visible macroscopic alterations. Upon opening, the endocervical and endometrial cavity are free. On section, the myometrium measures 16 mm and the endometrium 4 mm. In the cuts of the tubes, a metallic wire is identified inside. Block: 1 wall of endocervix; 2 body wall: 3 posterior wall of cervix; 4 back wall of the body; 5 ; left uterine tube; 6 right uterine tube. (6b / lp). Diagnosis: secretory endometrium. Adenomyosis of the uterus. Squamous metaplasia of the cervix. Uterine tubes without significant histological lesions.. Ultrasound breast - on (B)(6) 2016: hyperechogenic breasts with images of sub-centimetric ductal cystic dilations, and a mixed-type pseudo-nodular area in the left breast, with benign characteristics, also in probable relationship, either with a cyst with solid content or a fibrous mastopathic plaque of a mixed type. Adenopathy in both axillary regions with nonspecific characteristics. To be assessed clinically. Reexploration: nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm. Both looking benign. 6mm adenopathy in the upper external quadrant of the right breast. Retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area (stable). Ultrasound scan - on (B)(6) 2018: no renal pelvic dilation, no free fluid. Ultrasound scan vagina - on (B)(6) 2014: a control ultrasound was performed: uterus in anteflexion with longitudinal 73mm, transverse 49mm 67.4 cm3. Endometrial visualization with right device for tubal occlusion in position 3 and left device in position 2.3, the rest is normal; on (B)(6) 2015: echo: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglasecho: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglas; on (B)(6) 2016: uterus in anteflexion, regular with an eco negative formation of 0.8mm suggestive of mucous secretion; on (B)(6) 2018: regular uterus in anteversion, trilaminar endometrium. Ovaries are normal, no pathologies in uterine attachments. No free fluids. Essure devices are normally inserted; in (B)(6) 2018: uterus in anteversion. Right-side device causing tubal occlusion in positions 1, 2, 3; and left-side device in positions 2,3. Right ovary of normal morphology and of 24 x 11 mm. Left ovary of 25 x 20 mm and of normal morphology; in (B)(6) 2018: uterus in anteflexion. Right tubal occlusion device in position 2, 3. Right ovary: normal morphology, 24x11mm. Ovary of 25x20mm, of normal morphology. White blood cell count (3.9 - 10.2 10*3/ul) - on (B)(6) 2018: 14.7 10*3/ul. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: the follow information were updated: new reported lawyer, medical history, lab data; on product, essure start date was updated from 2015 to (B)(6) 2014, essure lote number, loette, paracetamol, ibuprofen, amoxicillin-clavulanic, prednisone, omeprazole, augmentin, vitamins, azithromycin, budesonide, salbutamol, cetirizine, orfidal, lexatin, amitriptyline, gabapentine, nolotil, duloxetine, mirtazapine,pregabalin, lorazepam, metoclopramide, sulpiride, lyrica; on events: swelling, sleepiness, fatigue/chronic fatigue, sleepiness, metrorrhagia greater than her period since the hysterosalpingography was performed, squamous metaplasia of the cervix, abdominal pain, adenomyosis of the uterus, anxiety, nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm, fever of up to 38.9 c, odynophagia, sore throat, painful cervical adenopathy , 6mm adenopathy in the upper external quadrant of the right breast, retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area, cough, chest pain, osteoarticular pain, acute bronchitis, chronic pelvic pain, cytomegalovirus, mycoplasma pneumoniae, diziness; onset date (B)(6) 2018 were added to events intense headaches / severe headaches / headache, intense asthenia / asthenia, abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female ('chronic pelvic pain/ chronic pain') in a 32-year-old female patient who had essure (batch no. B72682-invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reinke's edema in 2017, knee sprain (bandage) on (B)(6) 2014, angiopathy on (B)(6) 2013, parity (gestational age: 37.5 weeks. Spontaneous onset.newborn at 12:55 am on (B)(6) 2013. Born: alive. Fetal sex: female. Weight: 2450 g. Apgar test: 9/9.) On (B)(6) 2013, vomiting (pregnant of 16 + 4 weeks attended the emergency room due to vomiting since the beginning of pregnancy .despite treatment with primeran and cariban, she reported food intolerance. She refers having lost 8 kg of weight.) On (B)(6) 2013, hyperemesis gravidarum on (B)(6) 2013, metrorrhagia on (B)(6) 2013, spotting vaginal from (B)(6) 2013 to (B)(6) 2013, paresthesia of limbs (she was was referred to neurology) in 2010, adenoidectomy, breast prosthesis implantation, vocal cord polypectomy, nephrolithiasis ("stones¿ without nephritic colics), fibrocystic breast disease, anxiety (crises in 2007, 2008 and 2011), fibrocystic breast disease, gravida ii, hypogastric pain (dysmenorrheic-type pain in the hypogastrium for 7 days of mild intensity, she did not take analgesicc.), smoker (5 cigarettes /day) and abortion (voluntary termination of pregnancy). No relevant family diseases, no known allergies. Previously administered products included for right knee sprain: neobrufen on (B)(6) 2014; for hyperemesis gravidarum: primperan on (B)(6) 2013; for an unreported indication: cariban on (B)(6) 2013, ranitidine on (B)(6) 2013 and primeran on (B)(6) 2013. Family history included ovarian cancer (maternal grandmother) and breast cancer (first cousin of her mother). Concomitant products included ethinylestradiol;levonorgestrel (loette) until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia greater than her period since the hysterosalpingography was performed"), 7 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced odynophagia ("odynophagia") and pyrexia ("fever of up to 38.9 ºc"). On (B)(6) 2015, the patient experienced oropharyngeal pain ("sore throat"). On (B)(6) 2015, the patient experienced painful lymphadenopathy ("painful cervical adenopathy"). On (B)(6) 2016, the patient experienced breast mass ("nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm.") And regional lymphadenopathy ("6mm adenopathy in the upper external quadrant of the right breast.") And was found to have fibroadenoma of breast ("retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area"). On (B)(6) 2017, the patient experienced cough ("cough") and chest pain ("chest pain"). On (B)(6) 2018, the patient experienced arthralgia ("osteoarticular pain / right gonalgia") and bronchitis ("acute bronchitis"). On (B)(6) 2018, the patient experienced headache ("intense headaches / severe headaches / headache") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2019, the patient experienced pneumonia mycoplasmal ("mycoplasma pneumoniae") and cytomegalovirus infection ("cytomegalovirus"). On (B)(6) 2019, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain female (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("stronger dysmenorrhoea"), menstruation irregular ("menstrual irregularities"), abdominal distension ("bloating"), fibromyalgia ("moderate-severe fibromyalgia, resistant to treatment with analgesics") with pain, musculoskeletal pain, asthenia and anxiety, alopecia ("hair loss"), tooth loss ("tooth loss"), tooth erosion ("tooth erosion"), chronic fatigue syndrome ("chronic fatigue syndrome, moderate-severe ") with mental impairment, depression ("moderate depressive episode"), swelling ("swelling"), fatigue ("fatigue / chronic fatigue"), somnolence ("sleepiness"), adenomyosis ("adenomyosis of the uterus"), uterine cervical metaplasia ("squamous metaplasia of the cervix"), disturbance in attention ("difficulties concentrating"), middle insomnia ("difficulties maintaining sleep") and hypersensitivity ("allergic reaction"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with amitriptyline, amitriptyline pamoate (tryptizol), amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), analgesics, azithromycin, bromazepam (lexatin), budesonide, cetirizine, dexketoprofen, duloxetine, gabapentin, ibuprofen, lorazepam, lorazepam (orfidal), metamizole, metamizole magnesium (nolotil), metoclopramide, metoclopramide hydrochloride (primperan), mirtazapine, naproxen, omeprazole, paracetamol, paracetamol;tramadol hydrochloride (zaldiar), prednisone, pregabalin, pregabalin (lyrica), salbutamol, sulpiride, vitamins nos and surgery (total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain female, genital haemorrhage, dysmenorrhoea, menstruation irregular, abdominal distension, headache, alopecia, tooth loss, tooth erosion, swelling, somnolence, intermenstrual bleeding, adenomyosis, uterine cervical metaplasia, odynophagia, pyrexia, oropharyngeal pain, painful lymphadenopathy, breast mass, fibroadenoma of breast, regional lymphadenopathy, cough, chest pain, bronchitis, pelvic pain, pneumonia mycoplasmal, cytomegalovirus infection, dizziness and hypersensitivity outcome was unknown and the fibromyalgia, chronic fatigue syndrome, depression, fatigue, arthralgia, disturbance in attention and middle insomnia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, breast mass, bronchitis, chest pain, chronic fatigue syndrome, cough, cytomegalovirus infection, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, fibroadenoma of breast, fibromyalgia, genital haemorrhage, headache, hypersensitivity, intermenstrual bleeding, menstruation irregular, middle insomnia, odynophagia, oropharyngeal pain, painful lymphadenopathy, pelvic pain, pneumonia mycoplasmal, pyrexia, somnolence, swelling, tooth erosion, tooth loss, uterine cervical metaplasia, pelvic pain female and regional lymphadenopathy to be related to essure. The reporter commented: essure was placed without difficulty (discrepancy date (B)(6) 2014 or 2015). On (B)(6) 2018 a hysterectomy and double salpingectomy (withdrawal of essure) were performed by laparoscopy, patient was discharged on (B)(6) 2018 in status fine, afebrile, and normotensive, no abdominal pain, no bleeding, wounds unremarkable. Generalized pain difficult to improve in spite of hysterectomy + salpingectomy, medical assessment: fibromyalgia. Exams on (B)(6) 2018, arterial blood ph 7.47 * (7.35-7.45),po2 arterial blood 12.2 * mmhg (83.0-108.0), pco2 arterial blood 53.2 * mmhg (32.0-45.0), o2 content total art blood 3.5 * ml / dl (15.8-19.9), saturation o2 art blood 16.2 * % (95.0-99.0), art oxyhemoglobin fraction 15.2 * % (94.0-98.0). Art deoxyhemoglobin fraction 78.9 * % (0.0-5.0), carboxyhemoglobin fraction 5.0 * % (0.5-1.5), total co2 concentration art blood 34.4 * mmol / l (22.0-29.0), arterial blood bicarbonate 38.8 * mmol / l (22.0-26.0), std bicarbonate arterial blood 33.8 * mmol / l (22.0-26.0), base excess 12.5 * mmol / l (-2.0-2.0), excess of standard bases 15.2 * mmol / l (-2.0-2.0).on (B)(6) 2019 she refers lump in genitals, physician examination : normal genitalia, normal vaginal vault, no dehiscences. Vaginal vault genital prolapse is not observed. On (B)(6) 2019, bilateral breast prosthesis, solid 14 x 5 mm nodule at the junction of the outer quadrants of the right breast. Birads3. On (B)(6) 2019 abscessed follicle in the labia majora, treatment enantyum 25mg every 8h for 5 days, cloxacillin 500mg every 6h for 7 days. On (B)(6) 2019 vulva with inflammatory disorders 616.9. - folliculitis in the right labia majora. On (B)(6) 2019, perianal volume increase of about 3cm in diameter, in the right anterior quadrant, treatment drainage. On (B)(6) 2019 grade I-ii vaginal vault prolapse, symptomatic grade I-ii cystocele. (B)(6) 2020 mastalgia, birads3. On (B)(6) 2020 breast prótese rupture, birads 2. On (B)(6) 202, bird3 after replacement prosthesis in (B)(6) 2021 diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on (B)(6) 2019: m. Pneumoniae igg (eia positive 1.51 index (pos>1). Blood chloride (98.8 - 107.0 mmol/l) - on (B)(6) 2018: 92.0 mmol/l; on (B)(6) 2019: 98.0 mmol/l. Blood creatinine (0.55 - 1.02 mg/dl) - on (B)(6) 2018: 1.10 mg/dl. Blood fibrinogen (150 - 450 mg/dl) - on (B)(6) 2018: 599 mg/dl. Blood magnesium (1.80 - 2.40 mg/dl) - on (B)(6) 2018: 1.79 mg/dl. Blood ph (7.35 - 7.45 ph) - on (B)(6) 2018: 7.47 ph. Blood potassium (3.50 - 5.10 mmol/l) - on (B)(6) 2018: 3.20 mmol/l; on (B)(6) 2018: 3.3 mmol/l. Blood uric acid (2.3 - 6.6 mg/dl) - on (B)(6) 2019: 6.9 mg/dl. C-reactive protein (0.0 - 3.0 mg/l) - on (B)(6) 2018: 57.2 mg/l. Cytomegalovirus test - on (B)(6) 2019: cmv igg positive. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2019: 39 iu/l. Gynaecological examination - on (B)(6) 2014: no allergies, normal gynecological examination, with a retroverted uterus and normal ovaries; on (B)(6) 2015: metrorrhagia greater than her period since the hysterosalpingography was performed. Normal examination; on (B)(6) 2016: normal gynecological and mammary examinations; on (B)(6) 2018: preoperativ(B)(6) e analysis, with results that do not contraindicate surgery for essure removal. The patient has no known allergies. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2018: 45.8 %; on (B)(6) 2019: 47.0 %; on (B)(6) 2018: 49.7 %. Haemoglobin (12.0 - 15.6 g/dl) - on (B)(6) 2018: 15.8 g/dl; on (B)(6) 2018: 16.2 g/dl. Human herpes virus 6 serology - on (B)(6) 2019: doubtful 1/160. Hysterosalpingogram - on (B)(6) 2015: essure was in correct placement. Hysteroscopy - on (B)(6) 2014: normal vaginoscopy. Normal endocervical canal. Regular uterine cavity with proliferative endometrium, no focal lesions or signs of hyperplasia or atypical vascularization. Essure: without incident right ostium: 3 coils are left in the cavity. Left ostium: 5 spirals are left in the cavity. Ultrasound: right 3 left 2 + 3. Infectious mononucleosis - on (B)(6) 2019: vca igm not applicable, ebna igg positive. Investigation - on (B)(6) 2019: infectious, immunologic, endocrinologic, underlying diseases, etc. And associated pathologies are all ruled out (fibromyalgia is an exclusion diagnosis). Lymphocyte count (22.0 - 44.0 10*3/ul) - on (B)(6) 2018: 12.0 10*3/ul. Lymphocyte percentage (1.10 - 4.50 %) - on (B)(6) 2018: 1.77 %. Mean cell haemoglobin (27.0 - 33.5 pg) - on (B)(6) 2018: 34.7 pg. Mean cell volume (80.0 - 99.0 fl) - on (B)(6) 2018: 100 fl. Neutrophil count (42.0 - 77.0 10*3/ul) - on (B)(6) 2018: 78.0 10*3/ul. Neutrophil percentage (1.5 - 7.7 %) - on (B)(6) 2018: 11.50 %. Pathology test - on (B)(6) 2018: tubes did not show visible macroscopic alterations. In the tubal cuts, a metallic wire is identified inside. Macroscopic description, a 9 x5 x3.5 cm hysterectomy piece was received weighing 102 gr. The left uterine tube measures 8 cm and the right uterine tube measures 8 cm, externally, the external cervical orifice is torn and the surface of the uterine body does not show visible macroscopic alterations. Upon opening, the endocervical and endometrial cavity are free. On section, the myometrium measures 16 mm and the endometrium 4 mm. In the cuts of the tubes, a metallic wire is identified inside. Block: 1 wall of endocervix; 2 body wall: 3 posterior wall of cervix; 4 back wall of the body; 5 ; left uterine tube; 6 right uterine tube. (6b / lp). Diagnosis: secretory endometrium. Adenomyosis of the uterus. Squamous metaplasia of the cervix. Uterine tubes without significant histological lesions.. Ultrasound breast - on (B)(6) 2016: hyperechogenic breasts with images of sub-centimetric ductal cystic dilations, and a mixed-type pseudo-nodular area in the left breast, with benign characteristics, also in probable relationship, either with a cyst with solid content or a fibrous mastopathic plaque of a mixed type. Adenopathy in both axillary regions with nonspecific characteristics. To be assessed clinically. Reexploration: nodules well defined in: upper outer quadrant of the left breast of 1 cm and upper outer quadrant of the right breast of 1.5 cm. Both looking benign. 6mm adenopathy in the upper external quadrant of the right breast. Retroareolar in the left breast, probable fibroadenoma 10x4mm nodule with cystic degeneration or mastopathic area (stable). Ultrasound scan - on (B)(6) 2018: no renal pelvic dilation, no free fluid. Ultrasound scan vagina - on (B)(6) 2014: a control ultrasound was performed: uterus in anteflexion with longitudinal 73mm, transverse 49mm 67.4 cm3. Endometrial visualization with right device for tubal occlusion in position 3 and left device in position 2.3, the rest is normal; on (B)(6) 2015: echo: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglasecho: regular uterus level in af, sonographically normal adnexa, linear endometrium. No free fluid in douglas; on (B)(6) 2016: uterus in anteflexion, regular with an eco negative formation of 0.8mm suggestive of mucous secretion; on (B)(6) 2018: regular uterus in anteversion, trilaminar endometrium. Ovaries are normal, no pathologies in uterine attachments. No free fluids. Essure devices are normally inserted; in (B)(6) 2018: uterus in anteversion. Right-side device causing tubal occlusion in positions 1, 2, 3; and left-side device in positions 2,3. Right ovary of normal morphology and of 24 x 11 mm. Left ovary of 25 x 20 mm and of normal morphology; in (B)(6) 2018: uterus in anteflexion. Right tubal occlusion device in position 2, 3. Right ovary: normal morphology, 24x11mm. Ovary of 25x20mm, of normal morphology. White blood cell count (3.9 - 10.2 10*3/ul) - on (B)(6) 2018: 14.7 10*3/ul. This lot number b72682 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: new event added allergic reaction. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ chronic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reinke's edema in 2017, adenoidectomy, breast prosthesis implantation, vocal cord polypectomy, nephrolithiasis ("stones¿ without nephritic colics) and fibrocystic breast disease. No relevant family diseases, no known allergies. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), dysmenorrhoea ("stronger dysmenorrhoea "), menstruation irregular ("menstrual irregularities"), abdominal distension ("bloating"), headache ("intense headaches"), fibromyalgia ("moderate-severe fibromyalgia, resistant to treatment with analgesics") with pain, musculoskeletal pain and asthenia, alopecia ("hair loss"), tooth loss ("tooth loss"), tooth erosion ("tooth erosion"), fatigue ("chronic fatigue syndrome, moderate-severe") with mental impairment and depression ("moderate depressive episode"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, duloxetine, lorazepam, pregabalin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, abdominal distension, headache, alopecia, tooth loss, tooth erosion, fatigue and depression outcome was unknown and the fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menstruation irregular, pelvic pain, tooth erosion and tooth loss to be related to essure. The reporter commented: patient was discharged on (B)(6) 2018 in status fine, afebrile, and normotensive, no abdominal pain, no bleeding, wounds unremarkable. Generalized pain difficult to improve in spite of hysterectomy + salpingectomy, medical assessment: fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): investigation on (B)(6) 2019: infectious, immunologic, endocrinologic, underlying diseases, etc. And associated pathologies are all ruled out (fibromyalgia is an exclusion diagnosis). Ultrasound scan vagina in (B)(6) 2018: uterus in anteversion. Right-side device causing tubal occlusion in positions 1, 2, 3; and left-side device in positions 2,3. Right ovary of normal morphology and of 24 x 11 mm. Left ovary of 25 x 20 mm and of normal morphology; on (B)(6) 2018: regular uterus in anteversion, trilaminar endometrium. Ovaries are normal, no pathologies in uterine attachments. No free fluids. Essure devices are normally inserted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.